Event description:
It was reported the pt experienced difficulty establish communication with the ipg using multiple charging systems (confirmed by sjm rep). It was also reported it was hard to feel the ipg on the skin surface. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 to reposition the ipg closer to the skin surface which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.